Event description:
Clinical rationale: the patient is a 55 year old male with a past medical history significant for prior coronary artery bypass grafting (CABG) who was supported with an impella 5.5 (sn (B)(6)) placed via left surgical axillary/subclavian arterial access on (B)(6) 2026 at 08:41 am for the indication of cardiomyopathy. An external ventricular drain (evd) was placed at the bedside. Despite intervention, the patient¿s condition continued to deteriorate, and he subsequently expired based on the information available, the patient experienced a catastrophic intracranial hemorrhage leading to rapid clinical decline and death. Stroke is consistent with known device-related and patient-related factors documented in the instructions for use (IFU). At this time, there is no evidence to suggest that the impella 5.5 device malfunctioned or contributed to the intracranial bleeding event; however, a full assessment cannot be completed until product evaluation is performed, if the device is returned.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was unable to be determined due to insufficient clinical details.